Event description:
The customer contact reported the device delivered more medication than intended. The device was returned to the biomedical engineering department with a note that stated, "IV pump infused a dose medication over 32 minutes instead of 1 hour." No specific pt info, pump programming, or event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, the customer declined to provide additional info.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, channel a delivered a measured volume of 20.6ml. Channel b delivered a measured volume of 20.0ml. Channel c delivered a measured volume of 20.3ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. There was no programming for the reported event date on channels 1 or 3. On (B)(6) 2010 at 1608, line b was programmed in the piggyback mode with a rate of 100ml and vtbi (volume to be infused) of 49.5ml for a duration of 30 mins and the delivery was started. At 1636, the device alarmed n188 prox occl b/air. At 1637, the delivery on line b was restarted. At 1638, the device alarmed n188 prox occl b/air and the programming on line b was cancelled. The volume on line b was cleared with a volume infused of 47.9ml. A review of the device history indicates that the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).